Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, the analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lighttrail single use 270um laser fiber was used during a laser lithotripsy procedure to treat kidney stones, performed on (B)(6) 2021. The laser unit used was an auriga xl laser console. During the procedure, the tip of the laser fiber broke inside the patient. The physician attempted to flush the area to retrieve the broken tip but it was unable to retrieved. The procedure was completed with another lighttrail single use 270um laser fiber. In the physician's assessment, the tip will pass naturally. There were no patient complications reported as a result of this event.